Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The customer was provided with a warranty replacement. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer contacted physio-control to report that their device all three error indicators charge-pak battery charger indicator, caution indicator ! Mark, and service indicator wrench mark were displayed. Allegedly, consumables such as battery were just replaced. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer contacted physio-control to report that their device all three error indicators charge-pak battery charger indicator, caution indicator ! Mark, and service indicator wrench mark were displayed. Allegedly, consumables such as battery were just replaced. There was no report of patient use associated with the reported event.